Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 486 mg/dl at the time of hospitalization and was treated with insulin drip. The customer's other blood glucose value was 398 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer declined to perform carelink upload. The customer alleged that the insulin pump was under delivering as it was not delivering insulin. The displacement test showed no reservoir was detected. The high pressure test was performed and the insulin pump alarmed insulin flow blocked. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.